Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "the patella clamp lost some of its gripping power for the patella."